Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device kept giving a "connect electrodes" message when attempting to use. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device kept giving a "connect electrodes" message when attempting to use. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The device was returned to stryker for evaluation and the reported issue could not be verified or duplicated. The internal paddles used during the event were not returned, therefor the cause of the reported issue could not be determined. The customer was advised to replace their internal paddles. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The initial medwatch report indicates: section a1 patient identifier of initial MDR indicates: none the initial medwatch report should indicate: section a1 patient identifier of initial MDR should indicate: blank